Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item and found it to exhibit signs of repeated use and have one or more components disassembled / missing. The components were not returned. The device history records & receiving inspection report were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. A complaint history search will not be performed as this device is within the scope of thea previous CAPA design update. Medical records were not provided. This device is confirmed to have been a part of a previous CAPA investigation. A field action was initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. A previously initiated CAPA was completed to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from the worn instrument form that a knee instrument was returned and reported missing bearings. No known patient involvement.